Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that the numbers kept ramping up when attempting to bolus and the buttons on the insulin pump were unresponsive. Customer's blood glucose reading in the morning was 72 mg/dl and is currently 224 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.